Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen and the lcd cable to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that touchscreen is faulty. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The touchscreen is out of calibration. The rse sent the touch calibration procedure to the customer. The customer calibrated the touchscreen but was still unable to adjust the spo2 (peripheral capillary oxygen saturation). Further troubleshooting is required.